Event description:
A pt at a hospital died during a CABG procedure due to uncontrollable blood loss resulting from a dissected aorta that the doctor could not repair. The aorta had been cross clamped with a clamp equipped with a novare engage insert. Novacare first learned of the event on 11/2001 from co's account mgr for the area. The event occurred in 2001.